Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that they experienced high and low blood glucose events. The customer had symptoms such as and treated with insulin pump customer's blood glucose value was 400 mg/dl at the time of incident and blood glucose reading of 109 mg/dl at the time of call. Customer reported that the high blood glucose levels began six moths ago. Troubleshooting was performed. The drive support cap appeared normal. Customer's spouse declined to check for leaks or air bubbles site or insulin issues. Customer's spouse also mentioned that the healthcare professional made some changes on the device settings. Customer also reported a low blood glucose of 40 mg/dl and was treated with food and glucose tablets. Customer's spouse reported that the ems was dispatched because of the low blood glucose event. Customer was hospitalized on (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2017 hospitalization was due to over delivery of insulin and customer forgot to drain the tubing. And on (B)(6) 2017, ems was dispatched due to low blood glucose of 40 mg/dl and was treated at home. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Displacement test was performed and passed. Customer's spouse also reported that they were unable to upload to carelink. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.